Event description:
The customer reported that the system intermittently turned off. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The failure could not be duplicated. The connection on generator drive and backplane were evaluated and reseated. The gib, ffb and hvsr boards were evaluated and reseated. The system was tested and found to be working as intended and put back into service.